Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2022. H6: investigation summary 4 samples returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Samples were attempted to flush with water. Samples were unable to be flushed. A visual inspection under the microscope revealed excess solvent at the distal end of the set. The customer complaint that fluids will not flush was replicated. A quality notification was sent to the manufacturer. Based on the manufacturer investigation, the root cause was the lack of time in the air sweeping operations. A quality alert was developed to notify personnel of this failure mode. A device history record review for model mp5301-c lot number 22069306 was performed.

Event description:
It was reported that 5 bd maxplus¿ pressure rated extension sets with needleless connector were unable to be flushed due to blockage. The following information was provided by the initial reporter: "we have had some issues with our j-loops for I/vs not being patent. When we hook them up, you cannot flush fluids through them. We had 5 this morning in ed that were no good right out of the pkg."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd maxplus¿ pressure rated extension sets with needleless connector were unable to be flushed due to blockage the following information was provided by the initial reporter: "we have had some issues with our j-loops for I/vs not being patent. When we hook them up, you cannot flush fluids through them. We had 5 this morning in ed that were no good right out of the pkg."